Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 43 alarm or rewind anomaly noted during testing. No moisture damage found. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 120 mg/dl and 170 mg/dl. The customer reported that the insulin pump had multiple an error in the motor was detected by reading unexpected value from hall sensor errors. The customer reported that the insulin pump kept shutting and asked for rewind. The customer reported that they were able to clear the alarm but unable to rewind the insulin pump. The customer also reported that the insulin pump did not pass the displacement test. The insulin pump will be returned for analysis.